Manufacturer narrative:
(B)(4). Insulin pump p-cap, reservoir locked properly in place. Insulin pump received with cracked case, cracked case-corner of belt clip rails, and broken battery tube threads. Insulin pump received with critical pump error due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Insulin pump unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error alarm.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.